Manufacturer narrative:
The reported events were lead dislodgement and a helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of a helix mechanism issue was confirmed. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
During an in-clinic follow up, it was noted that the right ventricular (rv) lead had become dislodged. X-ray imaging was performed and confirmed the dislodgement. It was suspected that the cause of the dislodgement was the helix not being fully extended into the tissue during the implant procedure. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.